Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified anterior tibial artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported.